Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis could not confirm nor verify the customer issue. The force bipolar instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Additional findings were found that not related to the customer's complaint: visual inspection of the instrument found no physical or cosmetic damage on the distal end. The housing was removed from the back end, no damage was found. Manual articulation of the inputs was also performed and the grips opened and closed without issue. An electrical continuity test was performed and passed. Grip management and energy delivery tests were both performed while the instrument was installed on an in-house system and passed. There was no problem detected. A log review was performed and confirmed that the force bipolar instrument (part # 471405-06/lot# k10220228-0258) was used on system (B)(4) on (B)(6) 2022 during a bilateral inguinal hernia procedure with 8 uses remaining. This complaint is considered a reportable event due to the following conclusion: it was alleged that the force bipolar instrument failed to open. At this time it remains unknown what caused the unclamping event to occur, and if the instrument was clamped on tissue when the jaws would not open. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical bilateral inguinal hernia procedure, the force bipolar instrument's jaws would not open. The procedure was reported to have been completed with no reported injury. Intuitive surgical inc. (Isi) has attempted to obtain additional information from the customer concerning the reported event. However, no further details have been received as of the date of this report.